Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the variolock. The incident occurred in (B)(6). The livanova representative identified the reported issue during the preventive maintenance and a replacement was sent to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a variolock hinge was damaged. The reported issue was identified by a livanova representative during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A photograph of the involved variolock tubing clamp was provided to livanova deutschland for evaluation. Through photographic inspection, the variolock was identified to be of the older design pattern. Based on this, the root cause was identified to be a design issue. This is a known issue and a change order has already been implemented as a corrective action.